Event description:
A complaint of high readings was received on a customer's xceed blood glucose meter. The customer obtained a reading of 167mg/dl compared to a laboratory comparison reading of 56mg/dl. When plotted on a parkes error grid the results fall in `d' zone showing the difference to be clinically significant.